Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular and atrial leads were eroded through the skin. The issue was treated by antibiotics and dressing. Upon examination, the physician decided to explanted the whole pulse generator system. The patient was stable throughout the whole procedure.